Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported recurrent mitral regurgitation (mr) is due to disease progression. The reported dyspnea is a cascading event of the mr. Furthermore, mr and dyspnea are listed in the instruction for use (IFU) as known possible complications associated with mitraclip procedures. The unexpected medical intervention and hospitalization are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report recurrent mitral regurgitation it was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and a posterior prolapse. An xtw clip (21207r1111) and nt clip (20919r2065) were implanted, reducing mr to a grade of 1. On (B)(6) 2023, the patient returned to the hospital due to shortness of breath. Transesophageal echocardiography showed the implanted clips were stable, but mr increased to a grade of 4. On (B)(6) 2023, a second mitraclip procedure was performed. One clip was implanted, reducing mr to a grade of 1. No additional information was provided.